Event description:
A physician accidently implanted an assurant cobalt stent 43 post the labeled expiry date. The stent was implanted on (B)(6) 2014, the used by date was (B)(6) 2014. It is further reported that the device was inspected prior use with no abnormalities noted. Packaging reported to be intact. The device was prepped before use according to IFU. The physician did not report any abnormalities/performance issues during the procedure. It is reported that patient was not put on antibiotics and there is no patient injury and the patient¿s current health status is good.

Manufacturer narrative:
Results: failure to follow instruction - stent implanted post expiry, no device returned, no device receive for evaluation, stent implanted post expiry. Conclusion: stent implanted post expiry, failure to follow instruction - stent implanted post expiry. (B)(4).